Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and the previous sensor session was continuing was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.